Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was an air leaking when inflating the device¿s cuff. It was reported that the tip part of the cuff seemed to be distorted when inflated. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. It was observed the cuff deflated immediately. A visual inspection was conducted and it was observed the cuff presents a cut. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.